Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective stimulation on left side due to auto reducing. X-rays confirmed that the patient's leads had migrated. As a result, surgical intervention may be undertaken to address the issue.